Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log verified the reported issue as a system error 2051. The cause of the condition was determined to be digital board failure. To correct the condition, the digital board was replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred during use on the homechoice. The technical service representative arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.